Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The issue was resolved when the soda sorb canister was replaced. Block a: no patient information provided to date after calls to end user 10/16/25 and 10/23/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, soda sorb canister replaced, and ventilation resumed. There was no patient injury.